Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their infusion set came off the other night when they went to bed. They put it back on but it popped off again. They had three infusion sets with the sane issue. It would come off at the quick release. The customer¿s blood glucose level during the first event was over 400 mg/dl. A few weeks later their blood glucose level was over 500 mg/dl. Their blood glucose level with their current infusion set was 594 mg/dl. They did not mention any form of treatment for their high blood glucose. The customer had re-attached their infusion set. The device will not be returned for analysis.